Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastric bypass, the instrument fired successfully twice. On the third firing, the instrument was loaded, cycled, and applied to the tissue. The surgeon was unable to complete the firing sequence and could not remove the instrument from the tissue. A second instrument was used and the initial instrument and load were transected with the reloads. The procedure was completed without further incident. There was unanticipated tissue loss. The incision was extended by more than one inch. The incision was extended from the laparoscopic to midline incision. Surgery was delayed more than 30 minutes. It is unknown if the delay affected the patient. Additional information has been requested but not yet received.

Event description:
Additional information provided by the account: the device could only be fired about 2/3 of the full linear range.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was successfully loaded with an single use loading unit for functional testing. When the instrument was fired some interference was observed in the trigger handle. The instrument was dismantled for evaluation of internal component. This examination noted damage to an internal component within the instrument. Replication of the damaged instrument may occur when the application is over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution.- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Visual evaluation of the reload noted that it was fully fired. Further evaluation of the reload also noted an out of position knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.